Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: patient came in with a stroke and was diagnosed with a severe m1 occlusion. There were no reasons to exclude them, so we went ahead and administered alteplase. We ran into a bunch of problems with the pump at first; it kept beeping about an air bubble, which meant we had to prime it several times. After that, it started alarming for "high downstream pressure." Interestingly, I tried running the pump with nothing connected, and the high-pressure alarm still went off. While my partner switched out the lines and pumps, I decided to see if the line would work with gravity, and it did. In the end, this all delayed the alteplase by about 10 minutes.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.